Event description:
Journal reference: loher tj, capelle hh, kaelin-lang a, et al. Deep brain stimulation for dystonia: outcome at long-term follow-up. J neurol. 2008;255(6):881-884. Deep brain stimulation (dbs) has emerged as a useful therapeutic option for pts with insufficient benefit from conservative treatment. Nine pts had undergone pallidal stimulation except one pt with paroxysmal dystonia who underwent thalamic stimulation. Dbs maintains marked long-term symptomatic and functional improvement in the majority of pts with dystonia. Reportable event: pt 7, a male at implant of unilateral vim dbs, resulted in a marked decrease of frequency, duration, and intensity of the paroxysmal dystonic attacks. After nine years of chronic thalamic stimulation, there was an increase of the frequency of the attacks from 3 times per week to about 10 per week. It was decided then to change to pallidal stimulation. Thereafter, there was a decrease of the frequency of dystonic attacks. See mfg report #2182207200806762.

Manufacturer narrative:
See scanned pages.